Manufacturer narrative:
The lens was not returned for evaluation. The used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence, it may not have been fully seated in the handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The provided photos were reviewed. The location appears consistent with fold lines, but the severity is very high, by having both marks all the way across the optic. Fold lines are an acrylic lens material response to being forced to fold too quickly. Iol product history records were reviewed and documentation, indicated the product met release criteria. The root cause for the reported damage, could not be definitively determined. The lens remains implanted. Based on the provided photos, the indicated damage has the appearance of fold lines. The location appears consistent with fold lines, which are the acrylic lens material response to being forced to fold too quickly. In addition, evaluation of the returned cartridge, indicated inadequate viscoelastic is being placed into the cartridge. The directions for use instructs to fill the cartridge with viscoelastic before attempting to load the lens. No viscoelastic was visible in the body of the returned cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Fold lines/marks may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic is placed in the device. Any of the above listed causes alone, or in combination, may create the observed damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a left eye intraocular lens (iol) implantation procedure, the iol looked "scratched, " like the lens surface is splitting open, plastic is cracked.